Event description:
An opthalmic surgeon reported that 17 patients had corneal edema on post-operative day 1. There was no known product problem. The product samples were discarded by the customer. An update was received indicated that the patients symptoms have improved. Additional information was requested; however, the customer requested not to be contacted.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).